Manufacturer narrative:
The manufacturer received a urf-v2r scope for evaluation due to ¿protruded broken skeleton¿. The user¿s complaint of the scope damage was confirmed. The manufacturer performed a visual inspection of the device and noted the distal end was broken. The distal end was broken at the base of the bending section area exposing metal. During inspection there was sufficient evidence of metal protruding outside the bending section cover with no sharp edge. The manufacturer noticed that the elements inside the bending section were still connected together regardless of the broken skeleton. The bending section cover was removed and did not reveal any sharp edges on the bending section skeleton. The instruction manual states, ¿do not twist or bend the bending section with your hands, equipment damage may result¿. The bending section was manipulated; the movement was abnormal due to the broken skeleton. The leak test cannot be performed due to the broken bending section. Based on the evaluation, the manufacturer was able to confirm the user¿s complaint. The most likely cause of the broken protruded skeleton was due to excessive force from mishandling.

Event description:
It was reported that the endoscope did not pass the leak test. Once the device was connected for leak testing, under air pressure from the leak tester, a hole could be seen in the bending section. It was further stated that the endoscope had a protruded broken skeleton.